Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was obstructing within the tubing between the filter and the clamp of a paclitaxel set which resulted in a failure to prime the set. The foreign matter was further described as a ¿plastic piece¿. This was identified during priming prior to patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: upon further investigation, it was determined that this report is a duplicate of manufacturers report # 1416980-2021-01149. All investigation activities will be captured under mfg. Report #1416980-2021-01149. Should additional relevant information become available, a supplemental report will be submitted.